Event description:
On (B)(6) 2021, the biomedical engineer (bme) reported that the multiple patient receiver (org) has error lights lit. They reported that they are getting communication loss on the central nurse's station (cns) for all zm telemetry transmitters. This would occur for a few minutes, but everything would resolve itself for a few hours. Then the reported issue would come back. They stated that they have restarted the org several times with no change in status. The customer later stated that once they replaced the org and programmed everything, it started communicating again. On (B)(6) 2021, they had the initial occurrence which was reported on another report (B)(4). No patient harm was reported.

Manufacturer narrative:
On (B)(6) 2021, the biomedical engineer (bme) reported that the multiple patient receiver (org) has error lights lit. They reported that they are getting communication loss on the central nurse's station (cns) for all zm telemetry transmitters. This would occur for a few minutes, but everything would resolve itself for a few hours. Then the reported issue would come back. They stated that they have restarted the org several times with no change in status. The customer later stated that once they replaced the org and programmed everything, it started communicating again. On (B)(6) 2021, they had the initial occurrence which was reported on another report (B)(4). No patient harm was reported.